Event description:
One pack of duragen was damaged but the other 4 packs in the same dispenser box were not damaged. The dispenser box showed no signs of damage or water penetration. The distributor found the product problem prior to delivery to the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.